Event description:
A surgeon reported that a white substance was observed to e deposited in the anterior chamber after intraocular lens (iol) injection. This event was experienced by a colleague of the reporter in four procedures. Patients impact was unknown. The reporter was not able to tell the origin of the substance; however, suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information has been requested but not received to date. This is one of six reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: information provided did not specify the type of cartridge used. Not enough information was provided to conduct a review on the cartridge lot. The viscoelastic used is not qualified for use with this lens model and cartridge combination. The product investigation could not identify a root cause. Additional information indicated an unapproved viscoelastic was used with the lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or lens damage. The account conducted their own internal investigation and concluded that the material was dry/coagulated viscoelastic from prolonged air exposure. The account changed the way the scrub nurses prepare the cartridge to prevent this reoccurrence. The account resumed the use of the viscoelastic and the intraocular lenses that had been quarantined.

Manufacturer narrative:
Evaluation summary: the monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information was provided by the reporter. A sample of the white substance was tested at the facility's pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again.